Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that the bd needle precision glide 22x1in contained foreign matter. The following information was provided by the initial reporter translated from portuguese to english: "needle desc 25 *7 with foreign object in the syringe barrel inside the sterile packaging."

Event description:
No additional information received

Manufacturer narrative:
Investigation summary: since no samples displaying the condition reported are available for examination, we were unable to fully investigate this incident, therefore a root cause could not be determined. Furthermore, a device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect.